Manufacturer narrative:
As reported, it was not possible to push button #1 of a 5f mynx control vascular closure device (vcd). There was no reported patient injury. The mynx vascular closure device (vcd) was used during a diagnostic procedure via a retrograde approach. The deployer has been certified on both mynx control and mynxgrip devices since 2017. A cordis brite tip 6f sheath was used. Femoral artery suitability was confirmed by angiography, with the vascular sheath introducer inserted at an angle between 30¿45 degrees. Vessel diameter was verified to be at least 5 mm, with little vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved using a new mynx control device. The device was stored and prepared according to the instructions for use (IFU), with no noted damage to the button. The button could not be depressed at all. The tension indicator was aligned with the markers on the handle halves prior to deployment. Storage temperature did not exceed 25°c, and there were no kinks in the sheath or device after removal. One non-sterile 5f mynx control vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that button 1 was partially depressed and button 2 was not depressed. The stopcock was found closed with a cordis mynx syringe attached to the unit. The sealant was present in a partially deployed state and remained partially covered by the sealant sleeves. Regarding the sealant sleeve condition, no abnormal conditions were observed. Additionally, a 5f non-cordis catheter sheath introducer was returned inserted on the device. The balloon was returned deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test was performed to evaluate functionality. The unit functioned as intended, with the sealant deploying and the balloon retracting accordingly. After the tension indicator was aligned by pulling the distal tip in the distal direction, buttons 1 and 2 were depressed in the instructed sequence without issue. The reported event of "button #1-frozen/locked" was not observed through analysis of the returned devices since it was able to be fully depressed without issue during functional analysis. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analyses, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since the button was able to be fully depressed during analysis. However, handling factors (even though it was reported that the tension indicator was aligned with the markers on the handle halves before attempting to deploy) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, "grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window." Neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, it was not possible to push button #1 of a 5f mynx control vascular closure device (vcd). There was no reported patient injury. The mynx vascular closure device (vcd) was used during a diagnostic procedure via a retrograde approach. The deployer has been certified on both mynx control and mynx grip devices since 2017. A cordis brite tip 6f sheath was used. Femoral artery suitability was confirmed by angiography, with the vascular sheath introducer inserted at an angle between 30¿45 degrees. Vessel diameter was verified to be at least 5 mm, with little vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved using a new mynx control device. The device was stored and prepared according to the instructions for use (IFU), with no noted damage to the button. The button could not be depressed at all. The tension indicator was aligned with the markers on the handle halves prior to deployment. Storage temperature did not exceed 25°c, and there were no kinks in the sheath or device after removal. The device is being returned for evaluation.